Event description:
A bleed through occurred during a procedure. The tourniquet cuff was inspected and it inflated without alarms; a second tourniquet cuff was used and the bleed through ceased. The patient lost a small amount (50 ml) of blood; the patient did not require any additional blood. There were no reported adverse consequences; there was no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
A bleed through occurred during a procedure. The tourniquet cuff was inspected and it inflated without alarms; a second tourniquet cuff was used and the bleed through ceased. The patient lost a small amount (50 ml) of blood; the patient did not require any additional blood. There were no reported adverse consequences; there was no significant procedure delays; there was no medical intervention required. The procedure was completed successfully.